Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the insulin pump was exposed to moisture. The mother reported the customer went into the pool while connected to the insulin pump. Customer's blood glucose was unknown. The mother reported a button error alarm and battery out limit alarm occurred on the insulin pump after the moisture exposure. The mother also declined to troubleshoot for the various alarms on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The mother declined to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents no unexpected battery out limit or failed battery alarm during testing noted. The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, remote frequency board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and missing end cap sticker.